Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp exhibits signs of repeated use and has fractured on the medial side of the post, small fragment not returned. The device was manufactured in september of 2012 and had an approximate field life of four (4) years and one (1) month with an unknown frequency of use. Review of the device history record and receiving inspection reports for identified a non conforming report, but this non-conforming part was scrapped and would not apply to this event. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial articular surface provisional (tasp) was retuned fractured, disassembled and worn.